Event description:
Pt has sx's suggestive of mild interstitial cystitis, peripheral neuropathy lt ue > rt ue, anxiety, depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, pain and/or burning sensation in chest, inflammation of chest/rib cage, occasional low grade fever (pt nl 97 - now 99 f). Chronic diarrhea and/or constipation, irritable bowel syndrome, chronic discharge, frequent migraines severe headaches, chest pains w/no findings, hypersensitivity or allergies to chemicals, inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy under arms lt > rt, lymph nodes removed location(s) arm pit, bx done, chronic unexplained muscle spasms, muscle pain and burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitivity, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drops things, misjudges distance/runs into objects, sicca (clinically), night sweats, choking sensation, easy bruising and tinnitus.